Manufacturer narrative:
H2 this is a duplicate MFR report number. The correct MFR report for the model and serial number noted below is #2023826-2006-00303

Event description:
It was reported that the surgeon attempted to insert an cq2015 three piece collamer lens with ans iol folder (not a staar product). The lens was partially inserted and the folder would not open up. The lens was removed and it was discovered that the optic had been damaged by the folder. The incision was not enlarged, no sutures were required and there was no patient injury. Another cq2015 lens was implanted.